Manufacturer narrative:
Based on the information provided, the cause of the reported complication (i.e. Bleeding) cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: monopolar curved scissors (part #470179-19; lot #k10220419-0390). A review of the site's complaint history shows no complaints were created for any of the instruments used during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted incisional hernia tapp procedure, the surgeon used an unspecified instrument to grasp tissue and control bleeding. The source and cause of the bleeding are unknown. In addition, the blood loss volume and what medical/surgical intervention was rendered due to the bleeding are unknown.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp (transabdominal preperitoneal) procedure, the or experienced a power outage. The surgeon called an intuitive surgical, inc. (Isi) technical support engineer (tse) engineer for assistance at the time after encountering a system 319 errors. Additionally during the event, an unspecified instrument was being used to grasp unspecified tissue to stop bleeding. The cause and source of the bleeding was not provided. The tse advised the customer to restart the system and also informed the customer that the system arms would not move. The issue was resolved. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.